Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the main coil was kinked, stretched, and detached from the delivery wire. Also, the delivery wire was observed to be kinked. Information available indicated that the device was confirmed to be in good condition prior to use. It is probable that the delivery wire became damage during handling while the main coil became damage due to procedural factors which limited the coil performance during the clinical procedure. Based on the information available and analysis results an assignable cause of operational context has been assigned to this investigation.

Event description:
Analysis of the device revealed that the coil was separated from the delivery wire. There were no clinical consequences reported to the patient.